Event description:
During the beginning of treatment, machine alarmed for blood leak. Blood leak confirmed with positive blood leak strip. Per facility policies and procedures, they were unable to return the patient's blood (approximately 200-250ml of blood in extracorporeal system). Patient was placed on a new extracorporeal system to complete treatment. No intervention necessary. No samples available, no additional information provided.